Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found helium leak at the quick disconnect connector on the back of the pump console. The fse replaced the o-ring on the connector. The iabp passed all functional and safety tests per factory specifications; returned to customer and cleared for clinical use.

Event description:
The customer reported that a full helium tank goes empty in a few days when the intra-aortic balloon pump (iabp) is not in use. The balloon pump was still functional. There was no patient involved in this incident; thus no adverse event was reported.